Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed corrosion on the device, but the root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of a wrinkled insertion tube and an uncontrollable bending angle. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During onsite inspection of the device, corrosion on the connecting tube was found. There was no patient involvement.